Event description:
International affiliate reports original surgery was conducted for child scoliosis in 2009 and surgeries were planned every six months for spinal extension. During that original surgery, titanium screws and connectors were implanted with stainless steel rods in error by the surgeon. Planned extension surgery in (B)(6) 2012 found a broken rod which was explanted.

Manufacturer narrative:
Depuy spine has requested return of the device for evaluation. A follow up medwatch report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Analysis of the returned rod found breakage was indicative of a fatigue fracture. There was some evidence of corrosion/rust on the rod that remains superficially on the rods surface. However, the fracture did not occur where this corrosion took place. The condition of the fracture surfaces indicates that the fracture first propagated and then full failure/breakage occurred. No material defects or other abnormalities were observed in this analysis. Review of the device history record cannot be performed as the device lot code is unknown. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.